Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failure occurred and the tower door did not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the micro switches were defective. A field service engineer (fse) powered down the unit and replaced the micro switches. After completing final testing via hardware test application (hta), the customer logged into the application and confirmed no failed items in recovery, although a failure icon remained visible. The fse manually released all doors, which then appeared correctly in recovery and the customer was able to access all doors without issue. Proactive check was conducted. The system functioned as intended after the field service engineer repaired the device.